Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a celiac artery stenting treatment procedure, a stent damage and dislodgement occurred. The target lesion was located in the celiac artery. After a victory18 guide wire was used to cross the lesion, an unspecified epic self expanding stent was deployed distal to the ostium. An attempt was made by the physician to position the 8.0mmx20mmx135cm express ld iliac / biliary stent to overlap the implanted stent however, the device was difficult to advance into the celiac artery. The physician removed the device and performed dilation using an unspecified balloon catheter in the ostium of the celiac artery. Access in the artery was gained and the express ld stent delivery system (sds) was reintroduced. However, the physician decided to perform an intravascular ultrasound(ivus) and the device was withdrawn. An unspecified ivus catheter was inserted in the vessel and ivus was done. During the third attempt of advancing the device, the physician encountered difficulty as the device kept ¿hanging up¿ on the edge of the self expanding stent. After multiple attempts of advancing the device, the stent came off the balloon. The stent was ¿looped¿ and they tried to snag the stent with the sds balloon however, unsuccessful. The physician tried using multiple balloons to eventually drag the stent to the external iliac, expanded and deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.